Manufacturer narrative:
Analysis inspected one opened and used sensor and performed continuity resistance test. Sensor failed per specifications.

Event description:
The customer reported via phone call that his sensor was reading below 40 and it had stopped. Customer's blood glucose was about 332 mg/dl at the time of the incident. Customer's current blood glucose is 366 mg/dl. Customer declined troubleshooting for high blood glucose because he treated for the false low reading and then the pump was on threshold suspend. Customer stated that he will monitor his blood glucose. Customer was advised to return the sensor and will be sent a replacement sensor. Customer did not do any troubleshooting for the sensor error as the sensor is being taken out.

Manufacturer narrative:
Analysis inspected one opened and used sensor and performed continuity resistance test. Sensor failed per specifications.